Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a vaginal hysterectomy, the device blade came out of the track and the jaws could not be opened. The device was returned with the knife extended from the jaws. The surgeon opened another device and finished the procedure with no further difficulties. There was no pt injury.